Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states patient dislocation. Surgeon believes there wasn't enough version in the acetabular cup. He repositioned cup, new liner and headball. Doi: (B)(6) 2018; dor: (B)(6) 2018; left hip.

Manufacturer narrative:
File has been reviewed and met all the necessary requirements for closure. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Investigation results have been incorporated in the finalized medwatch.